Event description:
It was reported that a peritoneal dialysis (pd) patient experienced a blank screen during before step 1 of setup. Pressed ok, stop, and touched the screen but screen remained blank. The ok and stop keys made any sound when pressed. The cycler was replaced. No patient involvement was reported. Upon follow up, the patient did not develop any symptoms, adverse events, injuries, or medical intervention as a result of the reported event. The patient is continuing with pd therapy. The patient did not complete treatment. The old cycler has been scheduled to be returned to the manufacturer. Patient received cycler replacement and the cycler was returned to the manufacturer. Upon physical evaluation of the cycler by the manufacturer, it was identified that the transformer on the inverter board had an internal short.

Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. A visual inspection of the returned cycler exterior showed no signs of physical damage. Touch screen test failed - when powering on the cycler the ¿ok, stop, and up/down arrows push buttons¿ illuminated, however the front panel touch screen remained dark. An internal inspection of the cycler found a short on t1 of the inverter board with lot code 2346 which reflects the transformer has p155 insulation thickness. The inverter board is located on the rear of the front panel assembly. A known good inverter board was installed and the display became operational. There were no other discrepancies. After installing the known good inverter board, a simulated treatment post-accelerated stress test was performed and completed without problems. There were no indications of burning smell during the treatment test. The keys properly made sounds when pressing them. Catch-post hipot test passed. Patient hipot test passed. Current leakage test passed. Voltage calibration check passed. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, the reported issue was confirmed and the cause was determined to be an internal short on transformer on the inverter board. The cycler was refurbished following the evaluation.